Event description:
Presented to ER with extreme dyspnea, chest pain, diophoresis. Cardiac arrest ensued. CPR initiated. Defibrillator used 3 times at 360 joules. Planned on a 4th defibrillation. Joules left at 360, charge button activated - about halfway through charging process a "snapping and crackling" was heard from machine and "error 44" appeared on screen. Defibrillator would not charge at that time or when tried again. A back-up defibrillator was obtained but the code was called by physicians. The pt was pronounced dead.